Event description:
It was reported that that while the medfusion pump was delivering a drug with ml/kg/time dosing, the programming failed when the vtbi was greater than the max dose in ml/kg, even though it should have been valid. A program test was done with a hypothetical 25 kg patient, a 1 ml/kg dose, a vtbi 25 ml, and a max dose of 22 ml/kg. The program produced a failure message but passed when it was changed to 22 ml total volume. There was no patient involvement. The delivery problem was observed during bench testing.